Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported stimulation changed and became ineffective shortly after the patient lifted a 60 lb bag. Additional pain is felt in the left rib. X-rays confirmed lead migration. Follow-up revealed surgical intervention was undertaken on (B)(6) 2013 and the lead was repositioned to the top of t8. Postoperative reprogramming was completed and effective stimulation was achieved in all painful areas. The rib pain has resolved.